Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a watchdog timeout. The customer stated they were not able to clear the alarm. Customer stated batteries were removed for 5 minutes and display returned. Customer reported that frozen display occurred with new battery cap. Error table indicated that insulin pump should be replaced on first occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.